Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 10 mm x 29 mm palmaz genesis stent on opta pro (large) percutaneous transluminal angioplasty (pta) catheter stent was advanced, it was observed that it moved spontaneously (it is not fixed), so it was removed and exchanged for another stent of the same characteristics. A second unknown cordis 10 mm x 29 mm pta stent is advanced and positioned at the level of the right ventricular outflow tract (rvot) in the area of stenosis. It is positioned avoiding proximity to the pulmonary valve. Once the position was verified, the stent was successfully impacted at 10 atm. The device was stored and prepped according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no difficulty noted during prep. During prep, the stent was not manipulated. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no unusual force used at any time during the procedure. They took out the stent before crossing the lesion. The catheter was never in an acute bend. An unknown 5f cordis introducer was inserted, unknown cordis nih 5 catheter was advanced, the catheter was located at the level of the right pulmonary artery. Unknown cordis super stiff guidewire was advanced and lodged in the most distal portion of the right pulmonary branch, subsequent predilatation was performed with unknown 8 and 9 fr introducers. An unknown 8.5f long sheath was used. The balloon catheter was removed easily. The procedure was a catheterization with angioplasty. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Per hospital policy, since the device had contact with the patient and is now biologically contaminated; the device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 10 mm x 29 mm palmaz genesis stent on opta pro (large) percutaneous transluminal angioplasty (pta) catheter stent was advanced, it was observed that it moved spontaneously (it is not fixed), so it was removed and exchanged for another stent of the same characteristics. A second unknown cordis 10 mm x 29 mm pta stent is advanced and positioned at the level of the right ventricular outflow tract (rvot) in the area of stenosis. It is positioned avoiding proximity to the pulmonary valve. Once the position was verified, the stent was successfully implanted at 10 atm. The device was stored and prepped according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no difficulty noted during prep and the stent was not manipulated at this time. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no unusual force used at any time during the procedure. They took out the stent before crossing the lesion. The catheter was never in an acute bend. An unknown 5f cordis introducer was inserted, unknown cordis nih 5 catheter was advanced, the catheter was located at the level of the right pulmonary artery. Unknown cordis super stiff guidewire was advanced and lodged in the most distal portion of the right pulmonary branch, subsequent predilatation was performed with unknown 8 and 9 fr introducers. An unknown 8.5f long sheath was used. The balloon catheter was removed easily. The procedure was a catheterization with angioplasty. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Per hospital policy, since the device had contact with the patient and is now biologically contaminated. The device was not returned for evaluation. A product history record (phr) review of lot 82288060 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent loose crimp¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Based on the information available for review, procedural factors and vessel characteristics may have contributed to the reported event. The stent may have encountered a calcified spicule during advancement to the lesion seemingly moving the stent while maneuvering through the vasculature. The cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. Usage of the product other than what is indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.